Manufacturer narrative:
(B)(4). The customer returned a peel-away sheath from the sheath/dilator subassembly for evaluation. The sheath was split into two pieces and the sheath hub was separated. Visual examination of the sheath revealed that it had been split along the score lines as intended. The valve was observed to be torn laterally across the body. The valve was examined microscopically and it was revealed that the valve had fully torn across the center of the diameter; however , the tear was not fully through the entire depth of the valve. The tear appeared to be in the location where the valve is perforated, but it could not be determined if a perforation was present/sufficient due to the damage to the valve. The damage observed is consistent with past complaints related to a supplier issue with the sheath. The sheath body appeared to have split as expected. Part of the valve hub housing had also become separated. A device history record review was performed on the sheath/dilator assembly and no relevant findings were identified. The report that the hemostasis valve of the sheath was damaged in use was confirmed through visual inspection of the returned complaint sample. Examination revealed that the hemostasis valve was torn laterally across the body and part of the hub had separated from the body. Based on the customer report that the valve became dislodged during use, it is believed that the sheath hub did not capture the valve adequately. Therefore, since the sheath is a purchased component, the potential root cause is supplier related. A non-conformance request was initiated to further investigate this issue.

Event description:
The complaint is reported as: "involved a 85-year-old patient hospitalized for creating arteriovenous fistula. Patient with renal failure rapidly evolving into terminal chronic anca vasculitis (antiicytoplasmic antibody neutrophils). The dialysis catheter was inserted in the right internal jugular. During the intervention, the haemostat valve from the introducer of the catheter broke at the time of the insertion of the catheter. No migration of the broken piece, just a risk. No bleeding."

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "involved a (B)(6) year-old patient hospitalized for creating arteriovenous fistula. Patient with renal failure rapidly evolving into terminal chronic anca vasculitis (antiicytoplasmic antibody neutrophils). The dialysis catheter was inserted in the right internal jugular. During the intervention, the haemostat valve from the introducer of the catheter broke at the time of the insertion of the catheter. No migration of the broken piece, just a risk. No bleeding."